Event description:
Infusion pump set for piggyback infusion with vancomycin. Vancomycin observed free flowing. Drug library used and rate programmed. Infusion immediately stopped. Rn forgot to save the tubing and bag and discarded it. The pump was sent to biomed.